Event description:
Reporter indicated that patient underwent vns therapy system explant due to a lead discontinuity. Good faith attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.